Event description:
On (B)(6) 2023 : information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain and radiculopathy. The reason for call was within the last few months the pt would wake up in the morning paralyzed except for their eyes, that would last for 2 or 3 hours before pt could move their toes then fingers then the legs and reset of body. Pt could not move and they met with their healthcare provider (hcp) and they never heard of it before. Rep did a continuity test and the leads and paddles were ok for there was no broken wires or breaks. Pt went to a heart doctor and their heart was working fine so pt said only other organ would be the ins that could cause it. On (B)(6) 2023 : a response was received from patient regarding their complaint, patient reports there were no changes in their routine or activity, they just woke up and could not move. Patient also adds, there were no known causes and no diagnosis were made to help resolve the issue. The issue was not resolved. On (B)(6)2023: additional information was received from the patient. The pt will have tests done for additional diagnostics and troubleshooting. On (B)(6) 2023: additional information was received from the patient. They reported that the cause of the morning paralysis is unknown and no one knows what to do. They confirmed that the issue has not been resolved. They have had sleep studies done, but no conclusion. On (B)(6) 2024 : additional information was received from a healthcare professional (hcp). The hcp reported that they have seen the patient couple of times in the recent months. Patient did not mention any paralysis or such issues to the hcp office. Per the patient, everything was working fine with the device and therapy. The patient will no longer be seen at the clinic as they are moving. The issue with the patient being paralyzed is resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Correction: h6. Patient code e012202 does not apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.